Event description:
It was reported that the anesthesiologist monitors the patient's arterial pressure under general anesthesia, and upon using the pressure sensor to connect the monitoring device, he finds that the screen does not display the value for arterial pressure and was thus replaced with a new one to complete the operation. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Device has not been returned to date. No device or photograph was received for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.